Event description:
The needle and connecting tubing would not flush using saline. Fluid dripped very slowly from tip of needle. Due to difficulty, it was not used to access this child's portacath. The patient was not injured.